Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer indicated that the pump is cracked at the corner of the pump and there is condensation under the lcd display screen. Customer's blood glucose was 193 mg/dl at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the pump and that this occurred twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no a39 alarms or off no power anomaly noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked lcd window and cracked battery tube threads.